Event description:
Caller reported that cartridge was damaged, and issue occurred once. There was no adverse impact to customer's blood glucose level. Caller changed cartridge and successfully resumed insulin therapy, but damaged cartridge was unavailable for return. No additional information on how damage occurred.